Event description:
During a cardiovascular procedure, the balloon would not maintain pressure. The catheter was removed and another catheter was used to complete the case. There were no adverse patient consequences.